Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional supera referenced are being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous left superficial femoral artery (sfa) on (B)(6) 2022. The vessel diameter is 5.8 mm. Atherectomy was not used and the vessel was prepared by pre-dilatation with a 7x80 mm balloon at 10 atmospheres (atms) for 50 seconds. A 6fr, 90 cm sheath was used. The 6.5x120 mm supera self-expanding stent was deployed. It was confirmed under fluoro that the stent emerged from the sheath and was fully released, however there was noted to be 2 cm of the device tip still in the patient after deployment. The tip was removed via snare. The right sfa was stented in the mid to proximal region with no tortuosity or calcification on (B)(6) 2022. The lesion was managed to cross using a super stiff guide wire. The vessel diameter was 6 mm, atherectomy was not used and the vessel was prepared with a 7x80 balloon at 10 atms. A 6fr, 90 cm sheath was used. Again a 6.5x120 mm supera stent was implanted and the tip of the delivery system separated, having to be retrieved via snare. Additionally the vessel was cut off with zero flow. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that during removal interaction with the anatomy and/or other devices resulted in the reported tip separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as the tip was removed via snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous left superficial femoral artery (sfa) on (B)(6) 2022. The vessel diameter is 5.8 mm. Atherectomy was not used and the vessel was prepared by pre-dilatation with a 7x80 mm balloon at 10 atmospheres (atms) for 50 seconds. A 6fr, 90 cm sheath was used. The 6.5x120 mm supera self-expanding stent was deployed. It was confirmed under fluoro that the stent emerged from the sheath and was fully released, however there was noted to be 2 cm of the device tip still in the patient after deployment. The tip was removed via snare. The right sfa was stented in the mid to proximal region with no tortuosity or calcification on (B)(6) 2022. The lesion was managed to cross using a super stiff guide wire. The vessel diameter was 6 mm, atherectomy was not used and the vessel was prepared with a 7x80 balloon at 10 atms. A 6fr, 90 cm sheath was used. Again a 6.5x120 mm supera stent was implanted and the tip of the delivery system separated, having to be retrieved via snare. Additionally the vessel was cut off with zero flow. Subsequent to the initially filed report the following information was provided: the no flow in the right sfa was present before the second supera sess was used. The zero flow resolved after the second supera sess was implanted. No additional information was provided.